Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was received in one piece for analysis. Final analysis found two full breach insulation degradation exposing the outer coil adjacent to the connector boot.